Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2019, product type: catheter; product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 09-dec-2007, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019, information was received from an healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving gablofen (1,000 mcg/ml, 300 mcg/day) via an implantable pump for intractable spasticity and cerebral palsy. Information received reported the 8709 catheter was found to be disconnected from the 8596sc catheter at the connector pin site during a radiology exploration on (B)(6) 2019. There were no known environmental, external, or patient factors that may have led or contributed to the issue. On (B)(6) 2019, the pump was replaced for end of service (eos). During this procedure, the 8709 catheter was tied off and remained implanted in the intrathecal space. A new 8780 catheter was implanted. The issue was resolved at the time of this report.